Event description:
Customer reported when the alarm is in use with the nurse call cable the nurse's station does not sound. Customer discovered issue during set-up, but did not provide a date. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation of the returned unit confirmed the reported issue. The unit does not send a signal to activate the nurse call test fixture when weight is removed from the sensor pad. However, when the nurse call cable is wiggled, the red led at the nurse call text fixture toggles on and off. The unit passed all other functional tests. (B)(4).